Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the lead, they were unable to find a fixed position and the lead dislodged frequently. A different lead was used. No patient complications have been reported as a result of this event.